Manufacturer narrative:
Product evaluation: analysis results not available; the device has not been returned for evaluation.

Event description:
The surgeon reported that during a frontal sinusotomy a frontal bur was broken; the tip of the bur broke off. It was confirmed that the piece was retrieved without incident using a scope and forceps. There was no patient impact.

Manufacturer narrative:
Product evaluation: the device was received for analysis; there was a residue consistent with biological contaminants on the device. There was a piece of an inner hub included with the returned sample; however, the inner hub was intact therefore this piece is not part of the reported event. Visually, the tip was broken off which would have resulted in the reported event. The length of the detached component from tip to break was 0.676¿, breaking at the distal end of the spiral wrap. There was gouging and thinning of the distal end of the outer tube wall which is an indication of aggressive use. The customer indicated the tip broke off during use with no allegation of a defect prior to use. The information most likely indicates that aggressive use such as bending or prying resulted in torsional overload which caused the break.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.